Manufacturer narrative:
Product event summary - the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated with two different monitors nor the home monitor. The device is suspected to possibly have early battery depletion. The device was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.